Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 10 mg/ml at 2.905 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. A motor stall was seen at initial interrogation. The patient had a MRI on (B)(6) 2016, and did not follow-up with their pump managing doctor for a status post MRI. On (B)(6) 2016, the patient developed sudden withdrawal symptoms, spasms, sweats (hot/cold), disorientation, agitation, and a bad taste in the mouth. The pump logs were checked on (B)(6) 2016. The pump logs show a motor stall on (B)(6) 2016 at 13:50, a tube set on (B)(6) 2016, and a motor stall recovery on (B)(6) 2016. The patient had a MRI at the same time as the motor stall. The pump status was not checked on (B)(6) 2016. Additional information received reported that a roller study was performed, but they were unable to view radiopaque dots due to poor x-ray. The patient was no longer in withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.